Event description:
It was reported that during a scheduled retrieval it was identified that the filter was tilted and two limbs had detached. Imaging identified a filter arm was in the retroperitoneum and a leg was incorporated in the cava wall. The physician experienced difficulty capturing the filter during retrieval due to the tilting. As a result, the filter turned upside down, and the detached filter leg migrated to the patient's left lung. The filter leg was successfully removed with a snare. The filter was removed through the femoral vein. The detached arm remained in the retroperitoneum. The procedure was successfully completed without injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned for evaluation and the investigation is currently underway.